Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal tenderness. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with gentamycin intraperitoneally for two weeks (frequency and dosage not reported) for the peritonitis event. Upon hospital discharge the patient was to begin treatment with cipro orally (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. After eight days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.